Manufacturer narrative:
Reported issue - noticed during decontamination process, that the carbon fibers at top portion of the boot appear to be fraying/splintering. Boot needs replacement. Product inspection ¿ visual inspection confirmed there were carbon fiber splinters on the top portion of the boot. Product history review - a review of the product history records for catalog #210080 lot no 210743092602 was attempted, but no results were found. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 210080, lot number 210743092602 was attempted, but no results were found. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ the event was confirmed. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Event description:
Noticed during decontamination process. Carbon fibers at top portion of boot appear to be fraying/splintering. Boot needs replacement. Case type: no associated procedure.

Event description:
Noticed during decontamination process. Carbon fibers at top portion of boot appear to be fraying/splintering. Boot needs replacement. Case type: no associated procedure.

Manufacturer narrative:
Reported issue: noticed during decontamination process. Carbon fibers at top portion of boot appear to be fraying/splintering. Boot needs replacement. Product inspection: visual inspection confirmed there were carbon fiber splinters on the top portion of the boot. Product history review: a review of the product history records for catalog #210080 lot no 210743092602 was attempted, but no results were found. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 210743092602 was attempted, but no results were found. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ the event was confirmed. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.